Event description:
The customer reported error for lift switch stuck occurred. System worked correctly after hitting pushbutton on console and no repeat of error occurred.

Manufacturer narrative:
Customer hit push button on console and system went back to normal operation. Tried power/relay pcb did not fix errors. Replaced main frame back plane, error resolved, system functional as intended.